Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump date was inaccurate, cause was unknown. Tandem technical support assisted customer in correcting the pump date, and customer resumed insulin therapy. There was no adverse impact to customer¿s blood glucose level.